Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 9323934. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. Investigation conclusion: 1.DHR review: the complaint gauge is 24g,assembly at auto line 4 in dec 2019, lot quantity is (B)(4). Review the in process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormal for it. Review the production record and machine troubleshooting records for this lot product, no abnormality, deviation or rework activities. Before infusion, the catheter was found to fold back, after removal, the catheter was found to be 1 cm short, it indicated that the indwelling needle catheter was normal during the early exhaust check, no actual sample and picture returned. Check incoming inspection records of catheter, no abnormality was observed. (The catheter for production of this batch is panel material, material number: b5171aaal, batch number: 9248029) check the catheter pull force for 2pcs of this lot, no found any abnormal, all above the spec(3n). No same complaint was received from the complaint lot. No defective sample returned, and no abnormality found on process, the status of indwelling needle puncture was unknown, the root cause of the broken and missing catheter cannot be determined.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a catheter that broke/separated from the hub. A broken portion of the device was believed to have become embedded within the patient. An ultrasound was administered to the patient, but no broken device piece was found. The following information was provided by the initial reporter: at 01:00, on (B)(6) 2021, the nurse night shift checked the indwelling needle and found that the catheter tube was folded back before the infusion, so the indwelling needle was removed immediately, and the plaster and tape glued to the child's head were cut off twice with scissors. Then, intravenous puncture was performed again for infusion. Subsequently, it was found that the catheter tube of removed indwelling needle was 1 cm short, the surface of the fracture was oblique, and the edge was smooth and neat. Nurse immediately searched the short part, and she reported to the doctor on duty because no shortage was found. The child did not feel unwell. Nurse also reported to the head of the department and the head nurse, carried out color ultrasound vascular exploration and found no foreign bodies, reported to the nursing department and the medicinal materials department, and reported adverse events of consumables.